Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu and the hard disk drive were evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.